Event description:
A caller reported receiving a cartridge alarm 20 on their insulin pump. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer planned to use a backup insulin pump for continued insulin delivery, having already received one from tandem. Technical support (cts) replaced the pump with an updated model and provided instructions on handling the malfunctioning pump's return. The customer understood all instructions and confirmed the shipping address, with cts sending a replacement pump and confirming return procedures.